Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous artery. A 4.00 x 16 synergy drug-eluting stent was advanced through a guiding catheter to the target lesion. However, upon advancing, it was noted that the edge of the stent was lifted before it reached the coronary. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal or distal end of the stent. The center strut was lifted from the crimped profile on one side and pulled in a distal direction. The proximal stent od (outer diameter) and the distal stent od were measured using a snap gauge. The od measurements are within specification, indicating that there was no issue with the crimped stent profile of the complaint device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement in a severely tortuous lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous artery. A 4.00 x 16 synergy drug-eluting stent was advanced through a guiding catheter to the target lesion. However, upon advancing, it was noted that the edge of the stent was lifted before it reached the coronary. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.